Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer had high blood glucose reading because the reservoir was leaking insulin on the top of septum. Customer blood glucose reading was over 400 mg/dl. Customer stated the insulin pump was fine. Customer stated the reservoir compartment was fine. Reservoir will be returned for analysis.